Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as unhygienic condition. It was reported that the antibiotic treatment was discontinued. At the time of this report, the patient has recovered from the events. It was not reported if the patient was re-trained on the proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid and stomach pain. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with cefazoline injection (1 gm, ongoing, route, frequency and duration were not reported) and amikacin injection (500mg, ongoing, route, frequency and duration were not reported) for the event. At the time of this report, the patient has recovered from stomach pain and was recovering from cloudy fluid. The patient outcome for peritonitis was unknown. Pd therapy was ongoing. No additional information is available.